Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during a retro grade femoral nail procedure, the threads that hold the impactor on are stripped on both of the t2 femoral nail trays - both sleeves are stripped and do not hold the nail any longer. No adverse consequence to patient.

Manufacturer narrative:
Both instruments received are considered primary products. No further associated products were reported. Review of the inspection documents of both returned instruments revealed no discrepancies; the devices were documented as faultless prior to distribution. Furthermore, as both instruments had been in use for a longer time (manufactured in 2002 (!) And 2012), we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended without problems reported. A pre-surgical function test (as required per IFU) was performed on the device. Sample nail and sample instruments were used. The drills passed the corresponding drill holes without contact to the nail; no deviation was found. Function of both nail handles returned is fully given. Further, a sample strike plate was screwed into the internal thread of item # 1 (k504493). It could be screwed up to the end stop without problems as intended. Due to the destructed threads a sample strike plate could not be attached. Evaluation revealed that the event was not caused by a deficiency of the products. According to the damage patterns the root cause of the reported event is not device related, but is rather linked to misuse (signs of fretting corrosion and partly separated material indicate that the thread of the corresponding strike plate was not threaded into the internal thread of the nail handle up to the end position, which had led to the damage, because no frictional (positive) connection between both units was given whilst hammering onto the strike plate and thus, proper force transmission was not ensured). The brochure instructions for cleaning, sterilization, inspection and maintenance (l240020009) shows several examples of damage and recommends removing of such damaged products. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It was reported that during a retro grade femoral nail procedure, the threads that hold the impactor on are stripped on both of the t2 femoral nail trays - both sleeves are stripped and do not hold the nail any longer. No adverse consequence to patient.